Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with pacemaker was having issues. The patient was referred to the physician. Additional information received from the field representative indicated that patient was checked in the office and everything seemed normal. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with pacemaker was having issues. The patient was referred to the physician. The device remains in service. No adverse patient effects reported.